Event description:
This package was supposed to be for me to practice at home, all but two of my tubes she sent were expired and caused air to be pushed into the vein almost killing my mom who I was practicing on.